Manufacturer narrative:
(B)(4). Device is combination product. As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while prepping for a stenting treatment procedure, it was identified that the stent was loose on the balloon. The 90% stenosed lesion being treated was located in the severely tortuous and calcified left anterior descending artery. Upon unpacking a 2.50x16mm promus element stent delivery system, the physician noted that the stent was loose on the balloon. The device was discarded and did not enter the patient. The procedure was completed with a different device. No complications were reported and the patient's status was good.